Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the pmr resolved the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins died because the patient hadn't charged it. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins died. The patient was given the name of a hcp that can replace the ins, but the patient lost the name. The patient said the ins needed to be replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a manufacturer representative (rep) reporting that the patient¿s device was overdischarged due to the patient¿s non-compliance. It was indicated that interrogation was unsuccessful during troubleshooting. A por is scheduled for (B)(6) 2019. The issue is not yet resolved. No surgical intervention has occurred and it was asked but was unknown if surgical intervention is planned. It was asked but was unknown when the event began. No further complications were reported/anticipated.